Event description:
I had a lasik enhancement surgery at (B)(6). After the surgery, the quality of my vision was poor. The drs at (B)(6) told me "everything was fine," but I consulted several other ophthalmologists and they told me that the surgery had induced "high order aberrations, particularly vertical coma" in my eye and that was responsible for my poor vision. The drs at (B)(6) said they had used a wavefront allegretto laser on my eye.